Manufacturer narrative:
Other relevant device(s) are: brand name: micra av, model #: mc1avr1-delsys / expiration date: 28-apr-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 02-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion and possible cardiac perforation, one day post leadless implantable pulse generator (ipg) implant. It was also reported that during the implant procedure, the leadless implantable pulse generator (ipg) was deployed using its delivery system multiple times with contrast, as the leadless ipg was not capturing or had a very high threshold, in multiple septal locations. The final deployment with reasonable capture threshold was an apical septum location. The following day the patient developed a pericardial effusion, possibly secondary to perforation potentially related to the procedure and requiring pericardiocentesis. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.